Event description:
It was initially reported that the osteobond copolymer bone cement had a packaging issue. Add'l clinical follow up with the customer indicated tha the powder package was stuck in the seal of the outer layer upon opening. The nurse was unable to deliver the product to the sterile field due to the described packaging issue. An alternative osteobond package was used to successfully complete the procedure. It was reported that surgery was delayed by an unspecified amount of time. There was no report of harm to the pt.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.